Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed two vad disconnect alarms due to a physical disconnection of the driveline. A possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline by the user. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.